Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tip of the driver being used broke off. The surgeon was able to remove the broken tip intact. The reported issue occurred when an 8.5 mm screw was being placed and the hole being used was 2 mm under-tapped. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.